Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead was returned with the helix fully retracted and it was able to be extended and retracted within specification.

Event description:
It was reported that the right atrial (ra) lead dislodged. An attempt was made to reposition the lead but the lead helix would not retract. The lead was removed but not replaced due to an occluded vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.